Event description:
It was reported the patient experienced intermittent stimulation and overstimulation. A shocking/jolting sensation was also noted. Due to the ¿strange¿ sensation, the patient had difficulty standing. Pain and cramps in the lower limbs were noted as symptoms. Information received a little less than a week later indicated that the patient¿s adaptivestim (as) was switched off. After a few days, the device was interrogated and impedances were ¿ok.¿ the device was reprogrammed and the as was kept off. The patient was still feeling cramps even when the device was off. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).